Event description:
It was reported that the patient with this pacemaker device exhibited high pacing impedance measurement, measuring greater than 3000 ohms on right atrial (ra) channel. The healthcare professional was questioning if the patient can undergo magnetic resonance imaging (MRI). Upon review, technical services (ts) noted that there had been a gradual increase in the impedances over the last year. There had been no evidence of lead fracture. This device remains in service. No adverse patient effects were reported.